Manufacturer narrative:
Updated fields: d4, d9. G3, g6, h2, h3, h4, h6, h10 the hakim valve (823110) was returned for evaluation. Device history record (DHR) - product code 82-3110 with lot 3721292, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected: no defects were noted. The valve passed the test for programming, occlusion, and leak. The valve failed the tests for reflux and pressure. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was noted on the spring, on the ruby ball, the ruby ball was stuck to the spring with the biological debris. Root cause - the root cause for the issue reported by the customer, is due to biological debris and protein build found on the spring, on the ruby ball, the ruby ball was stuck to the spring with the biological debris, this was stopping the ball from being seated correctly preventing the pressure from changing.

Event description:
N/a

Event description:
This is 2 of 2 reports linked to mfg report numbers: 3013886523-2023-00263. A physician reported hakim valve (ID 823110) was implanted via ventricular peritoneal (vp) shunt on (B)(6) 2023 with pressure setting 150mmh2o. The set pressure could not be changed, therefore, the valve was removed and replaced on (B)(6) 2023. Based on the additional information provided, it is unknown if the patient experienced any signs and symptoms. Primary disease is suspected interhemispheric fissure cyst.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.